Manufacturer narrative:
Eval: still under investigation.

Event description:
A male pt of unk age with a proximal neck that was central wide but at the bottom was narrowed by thrombus, underwent aaa repair in 2008. The main body was placed just below the renal artery. Angiography revealed the renals were patent. When the physician advanced the contralateral iliac leg delivery sys, he noticed a resistance and the delivery sys would not go up to the main body. The physician bent the tip of the delivery sys and tried to push it up again and was successful. Confirmatory angiography exhibited a renal artery was occluded. Another MFR's stent was placed in the renal artery and the procedure was completed.